Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed failed upon insertion due to inadequate primary stability. Another implant was not successfully placed in the same site. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed failed upon insertion due to inadequate primary stability. Another implant was not successfully placed in the same site. The implant will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).